Event description:
It was reported that during the rx acculink stenting procedure in the left internal carotid artery, the rx accunet embolic protection filter element was difficult to remove. It was suspected that, due to debris in the filter, it did not fold completely, making it difficult to pass back through the deployed stent. After 50 minutes of manipulation and balloon angioplasty of the section of the artery between the filter deployment site and the distal portion of the deployed stent, the filter was finally removed. There were no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device did not return for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record indicated all lot release testing met acceptance criteria and revealed no non-conformances that would have contributed to the reported event. A query of the complaint-handling database indicated there are no similar incidents reported from this lot. Based on the reported information and this review, no product deficiency was identified.